Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to a product performance issue. The replacement procedure was successfully performed and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.